Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 23-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was not discharged in meditech but in pyxis. The technical support specialist (tss) dialed into the server and confirmed that the patient was in admitted state. Customer stated that they manually changed to admitted. Tss verified the details from the admit discharge transfer system, identified an admission cancellation followed by the patient being transferred from the outpatient to inpatient and this might cause the system to interpret the patient as discharged. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server patient had not been discharged in meditech but had appeared as discharged in pyxis. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.